Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the communicator was not working. The patient said the blue light flashed but didn't ever stay on. The agent reviewed the correct app to use. The patient said they had been using the blue my therapy app and it had always worked up until last week. The patient said the paper they had said to use the blue my therapy app. The patient was able to connect to the implant. The troubleshooting steps that were taken on the call resolved the issue. The patient also said the implant had moved up their back and they couldn't sleep on their back because it hurt. The patient changed to program 6 and was able to feel stimulation. While adjusting the setting the patient saw device not responding multiple times. The patient said they had trouble with the external devices since they got them.